Event description:
Boston scientific received information that this ra lead was explanted due to insulation damage.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The inspection of the lead revealed a damaged insulation approx. 30 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed as mentioned in the complaint description. The outer coil was found fractured in this area. These findings can be considered as the root cause for the observed high impedance measurements mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular's fist rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.